Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No display anomaly was noted.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had ramping numbers during a bolus attempt when the act button was pressed. The blood glucose reading was 7.2 mmol/l. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.